Manufacturer narrative:
(B)(4). (B)(6).

Event description:
During a revision lap gastric bypass, involving the stomach, needles from suture loading unit continuously dislodged while in use. To correct the condition another device was opened. The needle from the reload fell into the patient cavity but it was retrieved. No device fragment was left in the patient cavity. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss or irreversible tissue damage. Surgery time was not delayed by more than 30 minutes.